Event description:
It was reported via anonymous medwatch report that the epidural catheter separated during removal and the tip remained in the pt. A surgical procedure was required to remove the tip portion of the catheter.